Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 16, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, it was observed with two missing material areas. Missing material area a was measuring 1.3 cm x 1.0 cm located on the posterior view and missing material area b was measuring 0.2 cm x 0.2 cm located on the anterior view. In addition, a tear measuring approximately 1.0 cm was observed on the anterior view. Microscopic examination of the edges of the missing material area a, missing material area b and tear revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 250cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The deflation was visualized via ultrasound. As a result, the patient underwent removal on (B)(6) 2019.